Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer also reports that dome label had been missing for a several years. Customer's blood glucose was 345 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.